Manufacturer narrative:
The reported complaint was confirmed. Per the srt, when the flow was set to one liter per minute (l/min), the external flow reading was 0.78 l/min, which is under the 0.90 test limit. During another test when the flow was set to 5 l/min, the external flow reading was 4.76, which is under the 4.77 limit. Through troubleshooting, the srt replaced the flow stepper motor but the issue persisted. The flowmeter cable was then replaced and the issue was resolved. It was determined that the flowmeter cable was the root cause. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) failed testing in which the external flow reading was out of range. There was no patient involvement.